Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump could be replaced due to it currently being under warranty. The customer agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power and unexpected restart alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.